Event description:
Registered nurse first assistant (rnfa) prepared the progel assembly syringe per manufacturer instructions. When the surgeon attempted to administer the progel, the progel did not go out of the tip, but shot out the back. The time was well under the 20 minute time to use the product. Product mixed in less than 5 minutes.